Manufacturer narrative:
2124215-2023-56410

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. Additional information was received that a fracture was confirmed on the rv lead. A revision procedure was performed and it was explanted and replaced. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.